Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was not removing the air from the cartridge and was not using room temperature insulin. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Tandem technical support educated the customer to use room temperature insulin and to make sure they complete the cartridge air removal step prior to filling the cartridge.